Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had developed an infection with sepsis. Reportedly, the patient had abscess on the skin. The device was replaced and a new device was implanted to a sub-muscular location. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.